Event description:
Patient was revised to address infection. (Left knee).

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search did not find any related reported events against the supplied product and lot code combination since its release for distribution. The initial reporting stated no additional event information was available. The investigation could not draw any conclusions about the reported event based on the supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.